Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit as not in use on patient.

Manufacturer narrative:
The customer¿s biomedical engineer reported the unit was sent to their division repair shop. The da board was replaced, the unit passed all testing and was returned to use.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.